Event description:
The customer reported that the image displayed had a black spot on it. No pt injury reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep tightened the signal cable. The sys was tested and found to be working as intended and put back in svc.